Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen was unable to be accessed. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. No malfunction of the touchscreen was noted. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator's touchscreen was unable to be accessed. The device was not in patient use. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.